Event description:
The facility representative reported an infusion pump that will not turn on. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the device was confirmed not to turn on due to fail code 570 found in the event history during product evaluation. There were no corrections made this device as it was sent to refurbishment. This issue is currently being investigated. Review of the complaint history reveals similar reports have been received to this product for the reported issue.